Event description:
It was reported that the usb cable was bent and the usb cable wires were exposed. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.